Manufacturer narrative:
Failure analysis confirmed that the insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No moisture traces at electronic, motor assembly or battery tube were noted per visual inspection. Analysis was unable to prime unit during prime/compromised force sensor test due to force sensor resistor damage by moisture. The insulin pump was received with broken battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, keypad anomaly and alarmed button error. The customer stated the numbers on the insulin pump were ramping. The customer's blood glucose reading was 139 mg/dl at the time of the call. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.